Event description:
After the lens was inserted into the pt's eye using the delivery device, the lens would not set correctly. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2007-00402 for delivery device used with this lens.